Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma. (B)(4).

Event description:
This report is being submitted per information obtained from a literature source. It was reported that 5 breasts reconstructed with unspecified mentor artoura smooth tissue expanders developed seromas postoperatively. Intervention included ultrasound-guided drainage. Publication details: title: judging an expander by its cover: a propensity matched analysis of the impact of tissue expander surface texture on first stage breast reconstruction outcomes. Objective: the objective of this study was to evaluate the impact of expander texture on breast reconstruction outcomes. Methods: a retrospective chart review was performed on patients who underwent two-stage sub-pectoral breast reconstruction from (B)(6) 2013 to (B)(6) 2018. All patients underwent immediate sub-pectoral tissue expander reconstruction.